Event description:
It was reported to boston scientific that while using an excelon transbronchial aspiration needle during a bronchoscopy procedure, the catheter kinked at the distal end (15cm). The device was unable to advance and when a puncture was attempted, the needle could not penetrate the mucousa because of the kink. The device was removed and a second of the same device was used successfully. Pt is doing "ok".

Manufacturer narrative:
.